Event description:
During the use of the device for a cardiopulmonary bypass procedure, the user reported, the heater cooler was not cooling as fast as expected. The heater cooler would not cool any lower than 30 degrees celsius. As a result, an alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequences to a patient as a result of this event.